Event description:
It was reported that the right atrial (ra) lead experienced a dislodgement. The lead was explanted and replaced. No patient compli cations have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6944 implantable tachy lead 2012-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.